Manufacturer narrative:
A steris service technician inspected the system 1e processor and found that the drain hose from the system 1e processor was not properly secured to the facility's drain pipe. As the drain hose was not properly secured to the facility's drain pipe this allowed water to leak from the unit and subsequently causing the reported event to occur. The steris technician resecured the drain hose, tested the unit and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.